Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to hyperglycemia, respiratory virus, coughing short of breath and wheezing on (B)(6) 2019 with blood glucose level was 311 mg/dl and treated with injection at hospital. Customer reports the insulin pump did not work. The customer was assisted with troubleshooting but unable to complete troubleshooting as customer was not with nurse. The devices will not be returned for analysis.